Event description:
It was reported by the patient's daughter that they requested the leadless implantable pulse generator (ipg) data after an incident involving the patient¿s health while being transported by ambulance and treated at a hospital. It was reported that the patient¿s sodium and potassium levels were off and a breathing tube was placed while the patient was awake and believed this should not have occurred. It was also reported that there was conflicting information about whether the patient was unconscious or not. The patient¿s airway was blocked with a tube and that bag-mask ventilation was performed for twelve minutes and the patient was intubated in the emergency room. It was further reported that the patient had been struggling since the event, experienced a pleural effusion and a urinary tract infection that was attributed to urinary catheter use. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.